Manufacturer narrative:
Hillrom technical support contacted the account three additional times trying to obtain the resolution for this event. No response has been received from the account. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the CPR was inoperative. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).